Manufacturer narrative:
Concomitant products: 8015, 8100, 8110, pri tubing, (2) syringe tubing, 2 syringes (unknown manufacturer, size, and model number); therapy date (B)(6) 2017. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fentanyl was infusing on a syringe pump module when the patient began to decompensate. As the nurse started to administer a bolus of fentanyl, the syringe pump module shut off and the pcu alarmed for disconnection. At the time of the event, an antibiotic was infusing on a second syringe pump module and IV fluids were infusing on a pump module. After the fentanyl syringe module shut off, the patient continued to decompensate and required manual ventilation to stabilize. A new syringe pump module was obtained, the continuous fentanyl infusion was restarted, an immediate fentanyl bolus was administered, and no other interventions or effects to the patient were reported. Hospital biomed analysis noted the iui connectors were in good condition.

Manufacturer narrative:
The customer¿s report that a syringe module disconnected and shut off when the nurse touched the device was confirmed via log analysis. The pcu event log showed that on (B)(6) 2017 at 8:46 pm during a fentanyl infusion the user selected the module and it was recorded as removed, inducing a channel disconnected error. After the user confirmed the error and attempted to reprogram the infusion, the disconnect recurred at 8:47 pm. The error could not be replicated because the incident device and the concomitant module it may have been connected to at the time of the event were not returned for investigation. Inspection of the pcu left iui connector which the devices may have been connected to showed no anomalies. The root cause of the channel disconnect is unknown. Suspect devices not received, log review only.